Event description:
Boston scientific received info that one day post implant, the right atrial (ra) lead exhibited loss of capture. A lead revision procedure was performed and the ra lead was explanted. A new lead was successfully implanted. No adverse pt effects were reported. No specific measurements were provided.